Manufacturer narrative:
Spinefrontier investigation into this matter establishes that the root cause of this occurrence was isolated to manufacturing of the device. A review of manufacturing records established this lot failed incoming inspection for dimension and functional fit, which resulted in reworked under approved deviation. This lot subsequently passed all incoming inspection after rework and was released for distribution. Spinefrontier investigation into this matter is still ongoing. However, spinefrontier intends to take any actions necessary to ensure that this issue is contained to prevent re-occurrence once the investigation into this matter is complete.

Event description:
Ni.